Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot: manufacturing location: supplier (B)(4), released by: (B)(4), release to warehouse date: oct 9, 2020, expiration date: sep 1, 2023, part number: fgs-1000, fibulink syndesmosis repair kit/ss, lot number: 20e017. Purchased finished goods, traveler met all acceptance criteria. Note: work order traveler directs retention of the supplier certification in the DHR. There was no supplier certification included in this DHR. There are no additional specified requirements, inspection sheets or any other related documentation required by the DHR. Device history review: this lot was released with no issues documented, that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a follow-up appointment with the surgeon and secondary x-rays the implant appears to have failed, the suture broke. The patient had the implant in place for six (6) weeks. The revision surgery was performed on (B)(6) 2021. The implants were removed, and no fragments were generated. The procedure was successfully completed with no surgical delay. The patient status is unknown. This report involves one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).